Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld therapy for ventricular tachycardia (vt). It was noted the device discriminated the rhythm as a sinus tachycardia. The crt-d remains in use and reprogramming of the device, along with a change in the patient's medication, would be discussed with the physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.